Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08d06-29, that has a similar product distributed in the us, list number 8d06-31/41.

Event description:
The customer observed (B)(6) results while using architect syphilis tp reagents. The following data was provided: (B)(6). An outsourcer tp (B)(6) quantitative test was indeterminate. No impact to patient management was reported.

Manufacturer narrative:
The medical device manufacturer was incorrect, however was correct for this issue. MDR number 3002809144-2018-00461 has been submitted and all further information will be documented under that MDR number. Device evaluated by MFR: an evaluation is in process.